Event description:
It was reported that 427 days after a coronary artery drug eluting stenting treatment procedure, in stent thrombosis and acute myocardial infarction occurred. The lesion was located in the left anterior descending (lad) artery. The lesion was 3.5mm in diameter and 95% stenosed. During the initial stent implanting procedure, the vascular access site was the left femoral artery. The physician pre-dilated the lesion with an unspecified size balloon prior to successfully implanting a taxus express2 3.50x16.0mm drug eluting stent (des). The patient was administered plavix prior to the initial procedure, and during the procedure heparin, nitroglycerin and aggrastat; plavix was administered for follow-up. Approximately one year and two months later, the patient discontinued plavix. A few days later, the patient experienced an acute myocardial infarction resulting in extensive damage to the left ventricle. An angiographic view confirmed in stent thrombosis. A new taxus express2 3.50x12.0mm des was implanted to treat the thrombosis. The new stent overlapped proximal to the previously implanted stent. The site was pre-dilated using a maverick 2.50x15.0mm balloon and post dilated with a quantum 3.50x15.0mm balloon. There were no complications reported as a result of the intervention.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.